Event description:
It was reported that approximately one year after implant, the patient presented to the emergency room (ER) due to continuous and intense feeling of "current flowing" at device implant site. Patient describes this as a ¿tickling¿ sensation. The device was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found, analysis of the device memory was performed and no anomalies were found. (B)(4).